Event description:
It was reported, the high-definition lcd monitor experienced a power module failure. And automatically powered off, after one hour of being on standby. The issue occurred, during a therapeutic cholecystectomy. The intended procedure was completed with a similar device. There were no reports of procedural delay or patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.